Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly feels pain when they press on the implant site. The recipient was prescribed antibiotics (type unknown); however, the issue did not resolve. The recipient was then prescribed a steroid pack; however, due to negative side effects had to discontinue use.